Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of motor stall was not determined. The pump was replaced and motor stall event was resolved. The pump was discarded. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 1397.7 mcg/day via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic (MRI). Pump status and/or event log reported motor stall occurred and motor stall (active). Event was documented and the rep sent the logs reporting the motor stall to the managing hcp. No symptoms were reported. No further complications were reported.